Manufacturer narrative:
(B)(4). Eval results: endoleak, insufficient info provided; cause of the type 1 endoleak is unk. Eval conclusion: insufficient info provided; cause of the type 1 endoleak is unk.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 9.2 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck diameter of 22 mm at the renal arteries, and 22 mm at 15 mm below the renal artery, with a 13 mm in length; bilateral common iliac diameter of 12 mm; bilateral common iliac length of 75 mm. It was reported that when the physician performed the last angiography at the end of the case, there was a proximal type I endoleak. The physician elected to implant an extra large palmaz stent and the type I endoleak was resolved. No clinical sequelae were reported and the pt is fine.